Event description:
A doctor alleged that a patient experienced sensitivity in their #15 tooth approximately five (5) days after sonicfill composite was used for the restoration.

Manufacturer narrative:
The patient returned to the doctor's office approximately one (1) month later. The doctor removed the sonicfill material from the patient's tooth and replaced the restoration with a different composite. To date, the patient is doing fine. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no investigation can be conducted.